Event description:
It was reported by the rep that the (1) er320 was used in a laparoscopic cholecystectomy procedure. It was reported that the er320 did not fire correctly onto the cystic duct. The surgeon had to convert the case to open. The case was completed as an open procedure.